Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned that for a week or so ago, they were not able to change their settings and got settings not available message. They have tried to reset their controller and even changed groups, however, the group where the program works was the one they got the message. Agent sent an email to the field for visibility. The rep reported the cause is currently unknown, but reps will be having an upcoming appointment to check impedances and investigate the issue and will attempt to program around any impedances, if they are present. The issue is not yet resolved. The rep reported high impedances with contacts 2 and 6 at 40000 ohms. Patient reports that they began getting the oor message two weeks ago and is unable to increase intensity. Patient denies any recent falls, surgeries, mva, or other precipitating factor. Patient still reports 85 to 90% relief with the use of the stimulator. Reprogrammed around affected contacts. Only affected program was dtm group c, program 1. The cause was not determined, and the issue is ongoing, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported the patient was getting oor message on patient programmer again. Impedance report now shows possible open on contacts 2, 5, and 6 all 40000. Cause unknown. Patient still denies any falls or injuries. Reprogrammed to avoid affected contacts, which were all dtm programs 1.